Event description:
The customer reported having problems with inserting the infusion quick sets. She stated that it was hard to push and had used three infusion sets. The caller mentioned having a no delivery alarm during the manual prime and the insulin did not exit. Troubleshooting was performed for a potential reservoir and infusion set issue at the time. Advised to assemble a new infusion set with the current reservoir and the insulin did exit, but it was hard to push. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).